Event description:
Reporter indicated that vns pt underwent generator replacement surgery due to suspected device malfunction. Device diagnostic testing at office 5 days after stimulation was initiated post initial implant surgery resulted in high lead impedance reading (dc-dc code 7 and limit). Indicating possible device malfunction. The pt underwent generator replacement surgery spprox one yr later. The high lead impedance condition did not resolve following generator replacement surgery, indicating a possible lead break or possible electrode/nerve interface issue. It was reported that during the generator replacement surgery, the surgeon noted "a lot of fibrosis on the pt's vagus nerve" and subsequently did not want to explant and replace the lead at that time. It was reported that the vns therapy system in question was implanted on the right side, as the pt had a previous vns therapy system implanted on the left side that was programmed to off due to device migration, but was explanted. Treating neurological indicated that revision surgery to replace the lead is not planned at this time because the pt's seizures are well controlled. Topamax has recently been added to the pt's medication regimen. It was reported that the pt's device was swiped with a magnet, after which eeg monitoring showed a definite change inthe waveform. Review of x-rays by treating physician did not reveal any obvious discontinuities in the vns therapy system.